Event description:
Medtronic received information regarding an imaging system being used during a spinal procedure. It was reported that post-operatively, the system would not do 2d or 3d shots on the final spin. The site took their initial shots, completed the surgery, and were unable to take confirmation scans. After opening and closing the gantry, the green stack light continued to remain on even when the gantry was opened. There was no reported impact to patient outcome. There was a reported delay to the procedure of ten minutes due to this issue.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was performing as intended. A review of the logs found that at the time of the event, there was generator not communicating with remote console error. The imaging system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.